Manufacturer narrative:
Other applicable components are : product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID: 3389s-40, lot# v355055, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead; product ID: 3389s-40, lot# v010290, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 05-feb-2014, (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 05-feb-2014, (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 28-apr-2012, (B)(4); product ID: 3389s-40, serial/lot #: (B)(4) , ubd: 31-mar-2009, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's doctor noted and infection around the scalp around stimloc sites and expected infection around the generator pocket. The doctor explanted the entire system. The cause of the infection was undetermined but patient stated they think it started on the skin at the incision site of generator. Impedances were ran pre-op and were all within normal limits, and per patient the therapy was working effectively. It was unknown if the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Information was originally reported under regulatory report # 3007566237-2018-03025. If any further information becomes available, it will be reported under this file's regulatory report #. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated the infection was not related to the ins. No further patient complications have been reported as a result of this event.